Manufacturer narrative:
I-sens retrieved the complaint meter and analyzed the cause of incorrect reading. The result of control solution test, with returned meter and normal strip, was 84mg/dl which was lower than standard range (n: 116~174mg/dl). As a result of disassembling a meter, the counter pin was displaced and it caused of contact failure with connector pin and test strip. In the memory, there were 68 data saved so it should have been displaced during use. When the connector pin is displaced or foreign substance is flowed into the connector, the contact between meter's connector and strip is unstable. It will affect electrical current and may be resulted in low reading.

Event description:
Customer is not receiving any oxygen therapy. Customer doesn't have trouble getting a sample of blood. Customer doesn't change her lancets every time she tests. She changed lancets once or twice a week. Stores in her bedroom. Washes hands with soap and water and alcohol. Allows hands to dry thoroughly. Uses fingertip as a testing site. Received 126mg/dl and 76mg/dl which is a 39% variance. Walked customer through a control solution test and it tested ouside the range. Cs reading is 79mg/dl in l1 range of 114-154mg/dl.